Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge

Event description:
The customer's parents reported that the customer was hospitalized for high blood glucose levels, with a reading of 486 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found several no delivery alarms in the alarm history. Nothing further was reported.